Manufacturer narrative:
The autopulse platform (s/n: (B)(4) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and no visible damage was observed. Review of the archive data revealed multiple user advisory (ua) 12 (lifeband not present) error messages occurred on 9/26/2016. The device failed functional testing. The ua12 error occurred following the first compression. To resolve the issue, the belt switch assembly was adjusted to a parallel position. In summary, the customer's complaint was confirmed during archive review and functional testing. The autopulse platform is a reusable device and was manufactured on 04/07/2015. Therefore, this type of issue is characteristic of normal wear of the device. The belt switch assembly was adjusted to the parallel position. Additional repair and update was completed unrelated to the reported complaint, to ensure that the autopulse platform is functional and remains current. The sticky clutch plate was deburred and the power distribution board was updated. The platform passed all final testing criteria.

Event description:
During use on an (B)(6) female patient (B)(6) it was reported that the autopulse platform (s/n: (B)(4) displayed a user advisory 12 (lifeband not present) error message. No further information was provided. Multiple attempts were made to contact the reporter to obtain additional information, however, was unsuccessful. No known consequence to the patient.